Event description:
During a percutaneous coronary intervention (pci), the physician had difficulty removing the stent delivery system (sds). The target lesion was the mid left anterior descending (lad) coronary artery. There was no reported pt injury.